Event description:
It was reported that a patient experienced cloudy effluent coincident with peritoneal dialysis therapy. On the same day as the onset of cloudy effluent, the patient was hospitalized for the event. The cause of cloudy effluent was unknown. Treatment was not reported. The outcome of the cloudy effluent event was not reported. No additional information is available.

Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.